Event description:
Second revision surgery - due to the patient falling, causing trauma in the shoulder where the glenoid disassociated from the baseplate. The surgeon removed all of the previous parts replaced them with new implants. Please see (B)(4).

Manufacturer narrative:
The reason for this revision surgery was reported as dissociation after 8 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device; it was not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with this product.a review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the patients dissociation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness